Event description:
2 whisper wires were used while trying to place the lead. A third wire, platinum plus, was properly flushed and inserted into the lead. The wire would not advance beyond the end of the lead and became stuck inside the lead. The md could not advance or remove the wire with great force. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).